Event description:
During a procedure to the superficial femoral artery (sfa), the luer hub of the vista brite tip ig introducer guiding catheter (4038553c) was leaking. The hub appeared to have a crack from the leakage, but no cracks were observed. A normal cc syringe was used. No power injector was used. There was no patient injury. The product will returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be submitted within thirty days of receipt.